Event description:
Caller alleged discrepant results compared with lab. Results are as follows: date: (B)(6) 2013, inratio 2.1, lab 2.8; date (B)(6) 2013, inratio 2.9, lab 2.0. Therapeutic range: 2.5-3.0.

Manufacturer narrative:
Investigation pending.